Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was removed and replaced due to lead fracture. The root cause of the fracture is unspecified. No additional information is available.